Event description:
It was reported that pump display showed only backlight with no graphics, preventing customer from seeing screen and interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump, instructed customer to place current pump into storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.